Manufacturer narrative:
The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: 7288 ICD ,implanted: (B)(6) 2005. 3778-45 pain stim lead, implanted on (B)(6) 2010 , 3778-45 pain stim lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was replaced at the time of the generator changeout procedure. An attorney alleged that the explanted lead was fractured. No patient complications have been reported as a result of this event.